Event description:
Dealer advised end user stated was going down into the tub and smoke came out of the back box. Dealer advised bath lift will not do anything. Dealer advised looked at bath lift and the plastic prongs inside of the brains were flat. Dealer advised looks like it got hot and melted. Dealer could not provide any further information. Dealer phone hung up.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.